Event description:
A patient reported experiencing inaccurate erratic results with a otbe meter. The patient's blood glucose results were 77 mg/dl, 201 mg/dl, 186 mg/dl. Tests were done within < 10 minutes with a difference of 47% patient did not experience any adverse events. No further information has been reported.